Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the 8mm medium-large clip applier instrument involved with this event; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was not able to open its jaw inside the patient. The customer had to use the emergency key to unlock the jaw. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer inspected the instrument before use and there was no damage prior to use. The customer was clipping tissue, but after the customer put the clip in place, the doctor was not able to open the jaw, so he had to use the key to open. The incident occurred after the customer put the clip in tissue/vessel. The customer used a back-up clip applier. The instrument was returned to isi. Patient information was provided.

Manufacturer narrative:
The medium-large clip applier instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have one severely bent grip, causing misalignment of the grips. A clip could not be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage.

Event description:
Refer to h10/h11 for follow-up information.